Manufacturer narrative:
Investigation is on-going. The servicing dealer has evaluated the wheelchair and performed repairs and returned the device to the patient. Permobil is attempting to schedule an evaluation with the wheelchair, the dealer and the patient in order to determine root cause of this failure. During this appointment, we hope to obtain a better understanding of the details surrounding this event and the overall usage of the device. Upon completion of the manufacturer's evaluation a follow-up report will be submitted and will contain any missing information not in this report. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
It was reported that the recline actuator bolt broke and caused the backrest to hit the ground. The patient was occupying the wheelchair when this occurred and was taken to the hospital. It was reported that the patient sought medical attention as a precaution and did not sustain injury and was unharmed from the event.

Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is "user neglect / abuse" with a secondary contributing factor of "improper service / maintenance". Permobil along with the servicing dealer evaluated the wheelchair to determine root cause of this failure. The suspect bolt broke due to a mechanical interference between the backrest hinge (where the suspect bolt attaches) and the lower seat frame. This discrepancy caused upward forces to act upon the bolt which overtime caused it to fracture and snap off, resulting in the incident. In addition, there were other risk factors identified with the mechanical linkages under the seat having been bent and subject to failure. The legrest assembly was bent inward making contact with the chassis. The sliding backrest mechanics were also compromised and out of specification. It was discovered that the patient allowed a friend to make modification to the backrest mechanics. This could also be a contributing factor as the work performed did not allow the backrest mechanics to slide properly, which affects the functionality and possibly a contributing factor for bent parts. Some of these discrepancies indicate that the patient may have collided with external obstacles or experience some extreme circumstances with the wheelchair that went unreported. The patient was informed to report damages immediately when they occur and stop using the product until approved by a certified dealer/permobil. The wheelchair condition indicates a lack of care and maintenance. The patient was also informed that only certified permobil technicians are authorized to perform service/repair on the device and any outside influence can be seen as tampering and lead to potential risk of injury. The servicing dealer was supplied all the spare part necessary to complete the repair and bring the wheelchair back to factory specification. The dealer and the patient will decide whether to repair the device or to replace it. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.